Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke without infusion sets due to a supply lapse, disconnected the ilet after approximately three hours without an infusion set, and transitioned to backup insulin therapy per prior healthcare guidance, with subsequent goodwill shipment of infusion sets, cartridges, and connectors. Symptoms included hyperglycemia with blood glucose readings in the 200s and feeling unwell, without ketone testing performed and without medical intervention. Outcomes included temporary disruption of automated insulin delivery and reliance on subcutaneous insulin injections for basal and bolus needs. Investigation included internal complaint review and product support outreach regarding supply access and usage. Investigation of this case revealed user-related supply depletion and reuse of cartridges due to financial constraints, with no device alerts or alarms reported. It was concluded that hyperglycemia occurred with cause unclear relative to device performance, and resolution actions focused on restoring supplies and advising return to multiple daily injections until system use could resume safely. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.